Manufacturer narrative:
The reported event of stretched helix was confirmed. As received, a device was returned for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection was performed and the outer helix length was stretched out of specification, consistent with procedural damage. No other anomalies were identified.

Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the leadless pacemaker could not be positioned at the targeted area. Under fluoroscopy, the helix of the leadless pacemaker appeared to be stretched. The reported leadless pacemaker was not installed and the procedure was completed with another leadless pacemaker on (B)(6) 2023. There were no patient consequences.